Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was received for evaluation; the event was not confirmed during testing. The device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.